Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. Therefore the UDI is also unknown. This is information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova deutschland manufactures the electronic gas blender. A livanova field service engineer was dispatched the customer and no issue with gas blender was reproduced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the electronic gas blender was not working. There is no report of any patient injury.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on the investigation findings, the reported condition was an isolated event, field service engineer did not confirm the issue and the device passed all functional checks. The root cause of the event could not be determined. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
The serial number of the gas blender was provided. Relevant fields have been updated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial repor.